Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter would not withdraw when attempting to remove after the left ventricular (lv) lead placement. The physician then pulled harder and the distal tip shred off remaining distal to lv lead. Moreover, the top of the wire remains stationary in coronary sinus as confirmed through fluoroscopy. No adverse patient effects were reported.